Event description:
A cracked touchscreen was reported by a customer, leaving the pump unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.